Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 41 mg/dl at the time of call. Customer¿s other blood glucose levels were 61 mg/dl, 304 mg/dl, 123 mg/dl, 244 mg/dl and in between 200 mg/dl to 300 mg/dl constantly. Customer declined treatment with glucose tablets and juice with high sugar and after take a half peanut butter sandwich. Customer had to use tablets to bring blood glucose up to eat. The insulin pump will not be returned for analysis.